Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient ((B)(6)kg) underwent a persistent atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and suffered a cerebrovascular accident. After an afib ablation procedure (2x waca), patient had a stroke. This information was received around one hour after the event. The physician could not determine the root cause. Meanwhile, the ablation catheter was disposed of along with the packaging; therefore, it is no longer available. Ablation parameters for the smart ablate were set at: power mode up to 50w with 15ml/h with max 60s ablation time. No impedance jump or any other suspicious parameter were observed. Irrigation 0,9%nacl with 1000ie/1000ml heparin. Patient received oral anticoagulation, prior to the ablation, which were according to the guidelines. The patient received electrical cardioversion during the procedure in order to change afib into sinus rhythm (sr). Act was maintained at 325 and inr >2. It was reported that the patient experienced a post-op device malfunction as evidenced by the stroke with hemiparesis. A computerized tomography (CT) scan confirmed a lesion. When asked what the physician¿s opinion is on the cause of this adverse event, the response was that there is no reason to assume that it is bwi product malfunction related. The procedure itself went without any trouble. Act always greater than 300 sec, transseptal access was easy, apixaban paused only on the morning of the procedure, patient condition: afib at the beginning of the procedure, one cardioversion. No transesophageal echo performed (as usual in our center, when oac has been taken permanently). The patient outcome of the adverse event was reported as slightly improved. The patient required extended hospitalization because of the adverse event. CT scan m2-segment in the right brain hemisphere occluded. MRI right media infarction. Echo after pulmonary vein isolation (pvi) without pericardial effusion. Patient has a history of hypertension. There was no malfunction reported against the stockert smartablate generator. Force visualization features used were: graph, dashboard, vector & visitag with the visitag module parameters for stability set at: 3 mm, 3 sec. No additional filter was used with the visitag. Color options used prospectively was ablation index. No evidence of char during the procedure and no evidence of blood thrombus / clot during the procedure. The correct catheter settings were selected on the generator and the pump was switching from low to high flow during ablation.